Event description:
It was reported that the patient presented in the emergency room after receiving a vibrate alert. Upon interrogation, the implantable cardioverter defibrillator was found to be in backup vvi mode. A device download was performed successfully after determining the cause to be loss of connection with merlin.net while a crucial download taking place. The patient is stable and would continue to be monitored.